Manufacturer narrative:
B4: date of event: used first date of the month since exact event date was not provided.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured during delivery expansion for calcified lesion. The procedure was completed with a different device. There were no patient complications.